Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 22 days after the dental implant was installed in intraoral region 14#, its non-osseointegration was observed. Moreover, the patient presented bone type iii, bone graft was performed and occlusal overload has occurred.